Event description:
Rptr was told that they needed to charge the battery for 5 hrs. When it was plugged up to charge and then unplugged and it started to get warm (the plug became warm). This didn't make sense to rptr and they contacted the local news. Rptr is concerned whether it can be used safely.